Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted as of the present. A call placed to technical services on 04/16/2018 stating that this lead exhibited noise and impedance issue. It was noted that the impedance in the right atrial channel spiked from 600s to 700s up as high as 1418 and 1595 ohms. Technical service representative reviewed and found out that this was possibly due to minute ventilation oversensing. The following physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).